Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, our initial analysis showed this device displayed an end of life (eol) battery status without having previously declared elective replacement indicator (eri) status. Additional analysis is pending.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. The device was returned sixteen months after explant.

Event description:
--